Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was completed. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor can't display. Upon inspection, fes found that the dvi adapter 5 v power supply is damaged. Fse reconfigure the 5v power supply and restarted the system. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the live monitor display was faulty. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips.